Event description:
It was reported that a loss of capture and noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and reprogramming is anticipated to be performed to resolve the event. The patient was in stable condition and will continue to be monitored.